Event description:
Transducer tubing wouldn't 'click' into transducer holder. Had difficulty determining hemodynamics of a post op avr (aortic valve repair) due to the labile numbers and transducer not staying in place.